Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 474 mg/dl and 470 mg/dl. The customer experienced dry mouth and also felt like lousy due to high blood glucose. The customer treated high blood glucose with insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does not allege pump was under delivering. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer declined troubleshooting for high blood glucose value. The customer reported that the infusion set cannula was became bent and also serter was not working. Customer reported that the set release button was not releasing the infusion set. Customer did not report that the serter was getting stuck when cocking or pulling back the green serter handle to prepare for insertion. The insulin pump will not be returned for analysis.